Manufacturer narrative:
Concomitant medical product(s) - model: 4968-35, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a hematoma in the implantable cardioverter defibrillator (ICD) pocket. A hematoma evacuation was performed and wound cultures were sent to the lab for evaluation as it was noted the pocket appeared red and warm to the touch at time of evacuation. The device remain in use. No further patient complications have been reported as a result of this event.